Manufacturer narrative:
This is the final report.

Event description:
A complaint was received that a patient's battery had moved and was causing difficulty charging. The patient had a pocket revision. No devices were explanted. That patient is reportedly doing well.